Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer called philips healthcare with questions regarding the status log and ops check. They had charge button failure messages. There was no reported pt involvement.